Event description:
It was discovered that this pacemaker was unable to be interrogated. Upon review, it was noted that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported.